Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported there was a small hole in the PICC line just below where thick meets thin. It was also reported that repair challenges were encountered: used 2 kits as first kit did not let guide wire through, bunching when attaching repair kit.